Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to frequent occlusion alarms. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 300 mg/dl and below 500 mg/dl with nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, occlusion alarm persisted with tubing or cartridge changes and the reporter was able to manually prime the cartridge while disconnected. Review of cartridge and tubing use techniques indicated that instruction for use were followed. The reported occlusion issue was not resolved by trouble shooting. The reported hyperglycemia did not meet the criteria for a serious injury. This complaint is being reported based on the allegation of persistent occlusion issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.